Event description:
During a remote followup, episodes of post paced t-wave oversensing (pptwo) were observed on the device. Technical support was contacted, and the recommended reprogramming was performed to resolve the event. The patient was stable and there were no consequences.

Event description:
Additional information was received indicating that additional post-paced t-wave oversensing (pptwos) was noted following reprogramming. Abbott technical support was contacted and additional reprogramming was performed. The patient was in stable condition.